Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported they went to hospital because of high blood glucose. The customer¿s blood glucose was 20 mmol/l at the time of incident and other blood glucose was 9.5 mmol/l. The insulin pump will be returned for analysis.